Manufacturer narrative:
(B)(4). This complaint is for a report of air in tubing. Per the complaint information, the heater bag was below the homechoice machine and the supply bag was on top. This solution bag arrangement prevented proper priming of the patient line since the patient line is primed from fluid in the heater bag by gravity. This complaint was not confirmed in the lab due to a lack of sample. Per the complaint information, the cause of the air in tubing is user error. This review found the labeling adequate for the user error in the complaint. Similar reports have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The sample is not available. A follow-up report will be submitted upon the completion of baxter's quality review.

Event description:
During troubleshooting for a related report, the nurse (rn) reported to baxter's technical service center that she set the heat bag lower than the homechoice (hc) and supply bag on top. The nurse stated a home patient (hp) bypassed the initial drain and was then filled with air. The technical service representative (tsr) explained proper set up and advised to check the patient line before connecting to verify the line was filled. The tsr was not able to get patient name from the nurse. There was no patient injury or medical intervention reported. No additional information is available.